Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No number scrolling anomaly was noted on the display.

Event description:
It was reported that the keypad on the customer's insulin pump was scrolling on its own during a bolus. The customer also stated that one of the buttons was intermittently responsive. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 134 mg/dl. Nothing further was reported.